Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da error indicating a bit flip had occurred within the device memory. Boston scientific technical services (ts) discussed this is a self-correcting error. The device remains in service. No adverse patient effects were reported.